Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tibia plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted in 2010 with a six hole titanium medial distal tibia plate in the right tibia. The patient began to have issues with burning in the mouth and severe acid reflux a short time after the plate was implanted. It was reported that there are several other undescribed symptoms. This report is for an unknown tibia plate. This report is 1 of 2 for complaint (B)(4).